Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the drill was not going into the distal recon hole on the nail. In addition, they had to adopt other locking options on the nail.

Event description:
It was reported that the drill was not going into the distal recon hole on the nail. In addition, they had to adopt other locking options on the nail.

Manufacturer narrative:
Please note the correction to d9/h3: device not returned: the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Reasons for mal alignment /deflecting between drill and nail¿s drill holes are various, e.g. - but not limited to - insufficient tightening of the nail holding screw, applying too much force on the construct during drilling or unsuitable bone geometry. Since nothing was reported during pre-functional check, which is required per IFU, it could not be excluded that the reported targeting inaccuracy was rather related to a sub-optimal intraoperative procedure. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.